Event description:
The customer reported that the system shut down without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was evaluated and regreased. A complete generator and filament calibration was performed. The system was tested and found to be working as intended and returned to service.